Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed self test, displacement test, rewind, prime/seating testing, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test. Successfully downloaded unit history using thump software. Unit's keypad functioned properly and navigated through menus. However, on adapt, stuck key alarm was recorded twice on 08/20/2024 at 20:49:09.000 hour and at 21:09:22.000 hour. Pump was cut open to perform visual inspection and found no moisture or physical damage. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, customer concern for keypad/button unresponsive/button error is not confirmed. Keypad functioned properly and no alarms noted during testing. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, keypad/button unresponsive/button error, DHR requested - other reasons, harm reported with no reported allegationof a device malfunction. The customer reported blood glucose value of 474 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event:troubleshooting was performed for the event.the event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-397a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a.